Event description:
During a vats lobectomy procedure, the staples malformed on the second firing. The staples were box shape. Overstitches were placed to close the tissue. There was no pt consequence.